Event description:
Abbott fast-caths introducer sheath - lot number #8799559. The sheath tubing separates from the hub upon attempting to dc (discontinue) the groin sheath post procedure. Leaving only the plastic sheath tubing in the body, luckily we were able to retrieve the disconnected sheath tubing out of the pts (patient's) groins before it had the chance to migrate elsewhere both times. Reference report: mw5118296.